Event description:
It was reported that the patient presented in the hospital after exhibiting multiple syncopal episodes. Upon interrogation, it was found that the patient's pacemaker had unexpectedly triggered the elective replacement indicator (eri), most likely due to premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.